Event description:
A device was returned to a third party service center/manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. During the evaluation of the device, the third-party service center visually inspected the device and found a cosmetic defect of corrosion in the device. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. The device was scrapped.